Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and data log analysis failed. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was confirmed due to the finding of a multiples of reset receiver and alert system check were found on incident date (B)(6) 2025 in log review. Receiver moisture damage found. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.